Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide¿ needle leaked.

Manufacturer narrative:
Two full shelf cartons were returned in good condition. Ten random samples were leak tested with no issues or failures noted. We are unable to determine a root cause based on the complaint, the fact that there were no issues during assembly, and the results of testing performed on the returned samples was acceptable. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 2307300 had 32 visual inspections performed on 1,900 parts with zero defects noted. Seven leak tests were performed on 35 parts with zero failures recorded. No quality notifications were written for this batch, nor for the associated assembly batch.

Event description:
It was reported that a bd precisionglide needle leaked.